Manufacturer narrative:
The device has not been returned. The customer will receive a warranty replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not providing voice prompts on initial power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issues. The root cause of the reported issue is determined to be isolated to a failing reed switch component. The customer received a replacement device as the original device was destructively tested.

Event description:
The customer contacted stryker to report that their device is not providing voice prompts on initial power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.